Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, ibuprofen and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("frequent urinary tract infections"), abdominal pain ("chronic abdominal pain /abdominal"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse),"), discomfort ("severe discomfort"), alopecia ("excessive hair loss/hair loss"), rash ("excessive rashes/rashes or skin conditions"), bacterial infection ("frequent bacterial infections"), feeling abnormal ("brain fog"), dizziness ("dizziness"), fatigue ("chronic fatigue /fatigue"), tooth disorder ("dental problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), hypoaesthesia ("other injury(ies) or complication please describe: numbness in limbs") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection, abdominal pain, dyspareunia, discomfort, alopecia, rash, bacterial infection, feeling abnormal, dizziness, fatigue and tooth disorder had not resolved and the bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, visual impairment, eye disorder, hypoaesthesia and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bacterial infection, bladder disorder, discomfort, dizziness, dysmenorrhoea, dyspareunia, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, headache, hypoaesthesia, migraine, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment of her symptoms from her physicians, but was unable to resolve them. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: satisfactory placement of coils and full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, ibuprofen and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("frequent urinary tract infections"), abdominal pain ("chronic abdominal pain /abdominal"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), discomfort ("severe discomfort"), alopecia ("excessive hair loss/hair loss"), rash ("excessive rashes/rashes or skin conditions"), bacterial infection ("frequent bacterial infections"), feeling abnormal ("brain fog"), dizziness ("dizziness"), fatigue ("chronic fatigue /fatigue"), tooth disorder ("dental problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches"), headache ("migraines/headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), hypoaesthesia ("other injury(ies) or complication please describe: numbness in limbs") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection, abdominal pain, dyspareunia, discomfort, alopecia, rash, bacterial infection, feeling abnormal, dizziness, fatigue and tooth disorder had not resolved and the bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, visual impairment, eye disorder, hypoaesthesia and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bacterial infection, bladder disorder, discomfort, dizziness, dysmenorrhoea, dyspareunia, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, headache, hypoaesthesia, migraine, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment of her symptoms from her physicians, but was unable to resolve them. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2013: results: satisfactory placement of coils and full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received: lawyer was added. Case became serious incident from non serious. Removal date was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.